Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a spaceoar vue device that was misplaced. Upon review of the planned computerized tomography, the majority of the hydrogel appeared to be in the rectal wall. It was located from the 9 o' clock to the 12 o' clock position in the anterior rectal wall, and there was also visible gas in some areas of the hydrogel. A small amount of hydrogel was observed in the midgland which is not in the rectal wall, however, it was deviated to the right. No patient complications were reported as a result of this event.